Event description:
Country of complaint: (B)(6). In (B)(6) 2012, a pt was in a lap. Appendix op catered with our ds clip. Pt complained of abdominal pain but more in the lower abdomen. In (B)(6) 2012, he was operated in another hospital in munich for the second time. Now after 2 yrs, dr has received a letter from the pt's attorney. This letter also claims that the clip used was much too large. Dr. Verbally confirmed that this clip is approved specifically for the appendix.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. MFR site eval: product is not available for investigation. All clips are checked regarding their dimensions before they are went to stock. According to the IFU, these clips are appropriate for this indications (appendix). There are no indications of a product or material deviation.